Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they felt two bumps near their cardiac resynchronization therapy defibrillator (crt-d) after playing golf and thought that maybe two leads might be "coming out." Follow up was conducted with the physician's office and it was noted that the patient had a chest x-ray that confirmed the leads were in adequate position but the crt-d had moved slightly. The patient declined intervention at this time. The crt-d remains in use. No further patient complications have been reported as a result of this event.